Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The battery status showed 1.5 years remaining when interrogated during a follow up visit; however, one year prior the battery status had been 5.5 years. The device data was analyzed and the power consumption was higher than expected. Device replacement was recommended. Additionally, there was noise and oversensing noted on the non-boston scientific right ventricular (rv) lead. A replacement procedure was scheduled for the device. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to submit the analysis results.